Manufacturer narrative:
The pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected charge/battery lasts less than expected noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no battery related alarms or alerts recorded in the formatted history file on the event date 05-aug-2025. In further checking of the pump history records: battery cycle 1 received the low battery alert (104) on 07/24/2025 12:34:00 after more than 7 days at 19.55 days. Battery cycle 2 received the low battery alert (104) on 07/04/2025 13:50:00 after more than 7 days at 21.34 days. Battery cycle 3 received the low battery alert (104) on 06/01/2025 07:02:00 after more than 7 days at 21.28 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. In further review of the formatted history file, there were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 05-aug-2025. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date 05-aug-2025. However, multiple no delivery alarm/insulin flow blocked alarm were found on 16-jul-2025, 18-jul-2025, 24-jul-2025, 25-jul-2025, 27-jul-2025 and 28-jul-2025 during bolus/basal/prime deliveries. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.28 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for charge/battery lasts less than expected and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery lifetime, and an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-394a, unk_reservoir. Troubleshooting was initiated, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-1880l, mmt-394a, unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.